Event description:
Additional information was received that the patient met with a manufacturer representative (rep) and was able to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient mentioned their stimulation was glitching a year ago and patient was only able to use group b. Both groups b and c would revert to 0. Patient would set group c at 3 and the stimulation kept reverting to 0. Or if patient set stimulation at 3.2 all of group b would be set at 3.2. Patient would need group b which covered their right legs and feet. Patient would crank number 2 for their left side and it didn't do it at all on their left side. Agent understood this as no stimulation on left side. Patient generally turned stimulation to 2.7 on their right and at most they would turn stimulation up to 3.2. If patient turned the stimulation any higher, they were prone to twitches and flare. Patient didn't feel stimulation in their left side and they increased stimulation to 8.'something' on their right side. Patient also got settings not available. Agent redirected patient to their hcp to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.